Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was 85 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.